Event description:
It was reported that 2 syringes inside the polybag looked different from the rest and syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated. The following information was provided by the initial reporter: material no. 328521 batch no. 9343416. It was reported that needle hub separated into the shield and 2 syringes inside one sealed polybag looked different from the rest.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2020-08-19 h.3. Device returned to manufacturer: yes h.3. Device eval by manufacturer: yes h.6. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 8th related complaint for needle hub separates and the 1st related complaint for mixed product on lot # 9343416. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, mixed product) was captured and addressed investigation summary: customer returned (53) 3/10cc, 6mm, 31g relion syringes (23 loose, 30 in sealed poly bas) with the shelf carton from lot # 9343416. Customer states that the needle hub separated into the shield and 2 syringes inside one sealed polybag looked different from the rest. All returned syringes were examined and no mixed product was observed. Also, one loose sample was returned with the hub-needle/shield assembly separated from the barrel. All remaining loose samples were tested and the hub-needle assembly did not separate from the barrel when removing the shield. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (mixed product) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1770494, on(B)(6)2020 , holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA #: pr #1630423 rationale: capa1630423 has been opened to address this issue. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 8th related complaint for needle hub separates and the 1st related complaint for mixed product on lot # 9343416. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, mixed product) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. -

Event description:
It was reported that 2 syringes inside the polybag looked different from the rest and syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated. The following information was provided by the initial reporter: material no. 328521 batch no. 9343416. It was reported that needle hub separated into the shield and 2 syringes inside one sealed polybag looked different from the rest.